Manufacturer narrative:
(B)(4). Products have been returned to biomet (B)(4) ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: please note: the ¿oxf uni cmntls tib sz d lm¿ was not returned with the impactor; therefore the implant cannot be visually or dimensionally used as part of the fit and function testing for this evaluation. Visual checks: the returned ¿oxf cmntls implant insert¿ has been visual inspected with the following observations: overall damage and wear. Burring from impact damage. Heavy tarnishing from repeated sterilisation. 2 blue cushion pads were present and fitted correctly. Document review: the following device and instrument manufacturing history has been reviewed with the following conclusions:lot:- zb131104 // p/n: -32-422097 43 instruments on manufacturing run split between 2 orders. (Zb131104 pt. 1 ¿ 20 pieces and zb131104 pt. 2 -23 pieces). No ncr or deviations recorded in both orders. Complaints: one further complaint has been received for this lot and part number combination. However, the reported even was regarding one blue cushion pad becoming loose. No further complaints for this type of reported event have been received for this instrument. Assembly checks: fit and function assembly. The impactor has been fit and function tested using a dimensionally conforming oxford tibial implant. The implant fitted correctly with no additional movement or stability issues. The implant was removed and the polish surface checked for damage, where no damage was found. No corrective action required as the instrument was conforming to pre-defined specification when manufactured. Current risk score stated in the risk management file for this device has not been exceeded. The cause of the implant being damaged during implantation cannot be determined as the complaint implant was not returned with the impactor.

Manufacturer narrative:
(B)(4). The event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial impactor is faulty and caused surface damage to the implant while implanting. An implant was wasted and an alternate set/ instrument was used to complete the case with a undamaged implant. A delay of 10-20 minutes was reported. No further information is available at this time.